Event description:
Dexcom was made aware on 05/23/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction with burning, redness, and a rash under the entire patch area which occurred 4 days after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient went to the emergency room for evaluation and was diagnosed with cellulitis. He was treated with an unspecified IV antibiotic. The patient was advised that the skin reaction should improve by the following monday, on (B)(6) 2024. On monday, the patient¿s skin reaction was worse (the cellulitis extended to the patient¿s forearm), so he went to his family doctor, who referred him to a surgeon. The patient met with the surgeon but was then recommended to consult with a wound doctor. Attempts to reach the patient for follow-up on his wound doctor appointment were unsuccessful. The patient was ¿fine¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).